Event description:
It was reported that the patient developed infection at the pocket site. Symptom of burning pain the pocket site was noted. The patient had cervical wound opened and large quantity of pus was drained. The patient underwent a spinal cord stimulator (scs) explant procedure and was prescribed with antibiotics. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216700, model: sc-8216-70, serial: (B)(6), batch: 7075086.